Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 410 mg/dl. No symptoms of high blood glucose were observed. The most recent blood glucose reading was 404 mg/dl. Upon troubleshooting, no bent infusion set cannulas were found. All settings appeared to be correct as programmed. The customer declined to perform the high pressure test, as she had already change the entire infusion set, reservoir and insulin prior to calling. She was advised to monitor the device and to call back for assistance if the unexplained high blood glucose persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.